Event description:
It was reported that a female patient underwent revision primary breast reconstruction surgery with 700cc mentor memorygel breast implant both sides and experienced breast implant illness. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Mentor is aware that the date of implant (B)(6) 2010 is prior to the manufacturing date (B)(6) 2010 of lot 6422663. Follow ups are in progress for clarification. However; no response has been received to this day. If additional information becomes available, it will be updated and supplemental report will be submitted. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 17, 2022, since the patient initially denied contact, and as no further information was received, date of implant has been updated under field d6a to (B)(6) 2011 (invoice date in the system). If any additional information is received in the future, it will be updated and supplemental report will be submitted. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).